Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that the pump battery was unable to charge with the wall adapter. Customer used and alternative wall adapter and the pump began to charge. Customer¿s blood glucose was 122 mg/dl.